Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the handpiece is not an implantable device. Section d6b: if explanted, give date: not applicable, as the handpiece is not an implantable device. Section h3: the handpiece was not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was an iris burn on patient's eye. No additional information was provided. This report is against the handpiece. A separate report will be filed against the whitestar signature, tip and tubing.